Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, after post-dilatation a long distal edge dissection in the distal part of the stent was noted. The procedure was completed by deploying a 2.5 x 32 promus premier drug-eluting stent distal to the first stent, overlapping it and covering the edge dissection. No further serious injury or adverse events were reported and the patient status was stable.